Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a4: dob and weight- not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was discarded, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a therapeutic peripheral procedure. During removal, the catheter became stuck on the non-philips guidewire, and was removed as a system. Upon removal, the catheter got damaged when detaching from the guidewire. The procedure was completed with the suspect device. No patient injury reported. This product problem is being submitted because the visions catheter and guidewire were removed as a system. There is potential for harm if it were to recur.